Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that there was poor communication on the recharger. The patient programmer had an empty battery icon per the patient and the patient felt no stimulation. The patient stated they felt very little stimulation one day prior to report and no stimulation on the date of report. The patient stated three days prior to report, the ins battery was reading ½ charge. The patient stated that they were not happy with the device and had ¿problems¿ with it since the implant. The patient stated they had an appointment with the healthcare professional (hcp) 2014 (B)(6). The patient did not want to wait that long and would call the hcp and manufacturer representative and attempt to have a physician mode recharge conducted sooner. Additional information received that the patient could not get any communication with the recharger or patient programmer on the date of report. The patient reported that their ins depleted down ¿very quickly¿ and the recharge interval was ¿too often.¿ the patient stated on the date of report they stepped up on the sofa to hang (B)(6) lights and fell off the soft and onto their back. The patient asked if this could have caused it. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.